Manufacturer narrative:
In use at the time of the event: cgm model: g6; mobile os: ios / ios_iphone 11 / 2.9.1 / ios 26.1.

Event description:
It was reported that customer experienced difficulty with charger connection and had to adjust charger position to maintain contact and charge pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.